Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose reached 514 mg/dl. Customer stated they were advised to change out their set by their doctor. The customer declined to be transferred to the helpline. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.